Manufacturer narrative:
Block b3: exact date unknown. Event occurred in december 2024. Block h6: imdrf device code a0501 captures the reportable event of mesh association loops detachment.

Event description:
It was reported that the mesh broke off both sides of the handle. This most likely indicates that the mesh association loops, which connect the mesh to the delivery device needles, detached or broke from the needles during use. No further information has been obtained despite good faith efforts.